Manufacturer narrative:
The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The probable cause of the b30 scope communication error is due to foreign object and dirt attached to the scope socket of the connected light source device. As a result, a failure in communication with the endoscope occurred. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
An olympus representative from the technical assistance center advised on troubleshooting and cleaning the device. To resolve the issue, the customer cleaned the scope sockets on the evis exera iii xenon light source. This event is under investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported an evis exera iii video system center was displaying a b30 "scope communication" error with two 190 series scopes. There was no patient involvement or impact to patient care due to this event.